Event description:
Patient ad a decubitus ulcer on his sacram that was the potential source of a septic infection. The physician elected to remove the entire ICD system. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).